Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed that error did not recur after reset, and was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.